Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Contact reported that the customer had a blood glucose (bg) level of 577 (mg/dl). Customer administered an insulin injection to treat their bg level. Reportedly, contact had also disconnected the infusion set tubing from the customer's site for a few hours after the malfunction alarm. When the contact was getting ready to reload the cartridge, they noticed a few air bubbles in the tubing. Contact reloaded the cartridge, primed the tubing, and resumed insulin delivery.